Event description:
The customer reported zosyn 100 ml was to be infused over 4 hours, but infused too quickly. Four pc units and 14 pump modules were in use and the customer is not sure which pump was infusing the zosyn and cannot match the date and time the event was supposed to have happened with the logs from the pumps. The customer stated the patient went to surgery and died later, however, "the cause of death was massive right heart failure and in no means related to the zosyn infusion." A similar event occurred on the same pump module earlier in the day. See report #2016493-2013-00280 for the first event. No further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: 06/24/2013. Internal file number: (B)(4). Logs received only, device receipt pending. An event log review was performed; no programming issues were identified that would explain why the dose completed early. Devices were requested. A follow up report will be submitted once the evaluation has been completed.